Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 - 60 mg/dl. Cause was not known. The customer received assistance from the family who help get food. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was further reported that the pump time was incorrect, cause was unknown. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.